Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported that the syringe module displayed no matches found message was replicated during laboratory test. The external and internal inspection process were performed on the suspect syringe module. The inspection found the instrument to have the manufacturer seal missed. It was confirmed that the device was opened after leaving bd production or san diego repair center. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n (B)(6)) on (B)(6) 2025. At 2:16 pm the unit was selected, and an infusion was programmed with the following parameters: syringe type: bd 20 ml; volume: 14.9265 ml, rate: 0.9 ml/hr, volume to be infused (vtbi) of 14.725 ml and the infusion started. At 2:19 pm the module was channeled off. After performing a calibration and a preventive maintenance (successfully passed), a functional test was performed again, by installing a 50 ml bd plastipak syringe and attached to a dchu pcu device. The suspect syringe module was selected succesfully. After edit the syringes list on the guardrails editor software and select all the available syringes the ¿no matches found¿ message does not appeared again, a test was performed with multiple syringes. The bd alaris tm system guardrails tm suite mx user manual states the steps to prepare the syringe and administration set. For the syringe module, select the syringe type and size. If the installed syringe is loaded correctly, but not recognized, check the following: press the soft key next to the installed syringe type and size. If a default syringe list has been enabled and the correct syringe cannot be found, press the all syringes soft key to select from a list of all compatible syringes. In addition, according to bd alaristm guardrails editor v12.1 guardrailstm suite mx. Software user manual (master syringes/pca syringes). Configuring the default syringe types for your hospital: 1. Select syringes (for the syringe module) or pca (for the pca module) from the master lists tab to display the list you want to edit. The included syringe list or included pca syringe list is displayed. 2. Clear the check box next to a syringe name to remove it from your favorites list. Compatible syringe availability and model numbers vary by country. The syringes listed in the following tables may not be available in all countries. Syringe compatibility can change over time. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause for the no matches found message on syringe module was identified as the selection on the syringe list from the data set uploaded. Note that this report lists imdrf annex a0401, c07, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they have a syringe pump module that is not functional because it shows no matches found when connecting a syringe. (A second syringe pump on the same pca with the same syringe registers fine) they have completed a pm on it and run individual binary switches, binary sensors, and barrel clamp accuracy tests which all passed. They've also attempted to reflash the syringe pump with no change. There was patient involvement but no harm. It was later noted the following syringes displayed the "unknown syringe installed" message: bd plastipak 50ml (model:309653), bd plastipak 20ml (model# 302830). The following syringes registered normally: bd plastipak 10ml (model: 309604), bd plastipak 5ml (model: 309646).

Event description:
It was reported by customer that they have a syringe pump module that is not functional because it shows no matches found when connecting a syringe. (A second syringe pump on the same pca with the same syringe registers fine) they have completed a pm on it and run individual binary switches, binary sensors, and barrel clamp accuracy tests which all passed. They've also attempted to reflash the syringe pump with no change. There was patient involvement but no harm. It was later noted the following syringes displayed the "unknown syringe installed" message: bd plastipak 50ml (model:309653), bd plastipak 20ml (model# 302830). The following syringes registered normally: bd plastipak 10ml (model: 309604), bd plastipak 5ml (model: 309646).

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they have a syringe pump module that is not functional because it shows no matches found when connecting a syringe. (A second syringe pump on the same pca with the same syringe registers fine) they have completed a pm on it and run individual binary switches, binary sensors, and barrel clamp accuracy tests which all passed. They've also attempted to reflash the syringe pump with no change. There was patient involvement but no harm. It was later noted the following syringes displayed the "unknown syringe installed" message: bd plastipak 50ml (model:309653), bd plastipak 20ml (model# 302830). The following syringes registered normally: bd plastipak 10ml (model: 309604), bd plastipak 5ml (model: 309646).

Manufacturer narrative:
Correction: initial reporter addr 1. Additional information: imdrf annex a, g codes and manufacturer narrative. Note that this report lists imdrf annex a050701, g02005 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.